Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's battery pins, tightened the battery kept nuts, and reseated internal connections to the power module as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device experienced a unexpected shut down during call, no further details were given. There was no patient involvement reported with the event.